Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H3, h6: the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be reassessed. The product was not returned to medtech orthopedics; however, photos were received for review. The photo investigation revealed that '321.160 combination wrench ø11 " has broken part . The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the 2.0mm cannulated drill bit/qc 150mm would contribute to the complained device issue. Based on the investigation findings, the ¿combination wrench ø11¿ has ¿pec¿ because of unintended force, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that patient underwent extraction of a non-synthes nail on (B)(6) 2025. Synthes extraction equipment was used. The conical nozzle, along with the retaining sheath and sliding guide, were assembled to the nail and could not be detached afterward. All three pieces were sent together in the kit. Additionally, an attempt was made to detach these pieces, but the combination wrench, which was also sent in the kit, broke.